Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead dislodgement was noted through x-ray during device replacement procedure. It was believed that the lead was dislodged during device explant. The lead function was normal prior to the case. Lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomalies were found.